Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v503604, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: v503604, ubd: 29-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim, and gastrointestinal/pelvic floor therapy. It was reported that there is still a little piece of an old lead in the patient¿s body. The patient said when the healthcare professional was removing the original lead a piece broke off, and is still in the patient¿s body. The patient was redirected to follow up with their healthcare professional to discuss how the lead fragment can affect MRI. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient said their doctor did an x-ray and told the patient the lead fragment was embedded in tissue and would be difficult to remove.